Manufacturer narrative:
Loaner has been sent to the customer and return of defective device requested for failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, manufacturer narrative. Manufacturer narrative: the central monitoring system (cns)screen went black. The customer tried to power cycle the unit by pressing the power button but the unit would not reboot. Customer replaced the hard drive but the issue remains. The unit was evaluated and the customer' s complaint was duplicated. The mother board was replaced to resolve the issue. All functions were tested prior to shipping. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.